Manufacturer narrative:
The device has been returned and evaluated by product analysis on 03-jul-2019 the following findings: during investigation, the complaint the data from the date of the complaint was unable to be retrieved due to continuous use of the pump and the data had been overwritten. The black box contained dates (B)(6) 2019 to (B)(6) 2019 with no evidence of loss of prime. Additionally, the display is dim and faded with red hue. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. This complaint was previously included in the voluntary summary report submission (vmsr) and is now being submitted as an initial report with investigation findings due to the transition of the vmsr program.

Event description:
On (B)(6) 2019, the reporter contacted animas alleging a loss of prime issue. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.